Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported crown kept coming loose, clinician replaced prosthetic screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported crown kept coming loose, clinician replaced prosthetic screw.

Manufacturer narrative:
One (1) unknown zimmer screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 7 years. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up." H2: checked follow-up type. H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.